Event description:
It was reported to philips that the system was hanged during mid of the procedure.the device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure was completed by using another system. The philips field service engineer (fse) went onsite and identified that issues associated with suite pc. The review of system log file indicated issue related to software. To resolve this issue, the fse replaced the suite pc and sdd(hard disk drive) and returned to philips for further analysis. The analysis identified the sdd component was missing in the suite pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation's outcome.